Manufacturer narrative:
D5;h4: info not available, device not returned for analysis.

Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the devices were dropping clips. There was no pt consequence.